Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in an attempt to replace the abutment; however, the surgeon did not have the correct equipment and was unable to perform the surgery. The patient continues to be clinically managed.